Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with corrosion in the rotor and motor. Each were replaced with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.